Manufacturer narrative:
(B)(6). Section d4: the healthcare facility was unable to provide complete device identification information as the packaging and subject device had been discarded. Section h11: method: the subject rt266 infant dual heated evaqua2 breathing circuit, photographs, and additional information about the reported event, including information about the patient condition, sequence of events, and the reported fault with the subject rt266 infant dual heated evaqua2 breathing circuit were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject device and additional information was not returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. The healthcare facility reported that the circuit may have not been tightened completely. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt266 infant dual heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that a port cap on the rt266 infant dual heated evaqua2 breathing circuit 'popped open' during patient use. The healthcare facility reported that the 'patient coded'. No further patient consequences were reported.